Event description:
During an incident in 2002 involving a pt in cardiac arrest, the unit charged and delivered shock successfully and then the voice prompt slowly diminished. The pt went into asystole and then the paramedics arrived. Medications were administered and the pt regained a rhythm.